Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat #mac-9988-4450, lot #unk, description: std mitch trh cup size 44/50. Cat #mmh-9988-0044, lot #unk, description: mitch trh md head size 44+0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported: "hip replacement (B)(6) 2010. Metal ion results at 1 year post-op were slightly raised. MRI scan performed which was normal. Pt will continue to have regular views."